Event description:
I have been using the recently recalled amo complete moisture plus soft contact lens solution. My eyes are very reddened and my right eye hurts when touched. I became aware of the problems with the solution after being warned by the infectious disease dept at the hosp I work in. A house wide email was sent and I checked my solution when I got home to discover.... I've been using it! My co-workers had been commenting all day that my eyes were red, and I had no idea about the risk of infection I was under. I will be calling my optician in the morning to schedule an exam. Used in 2007, daily.